Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). Three (3) samples were received for evaluation. In one (1) of the returned samples a black particle of 0.5mm² was found on the outer shell. The specifications for this product allow for 1 particle >0.3mm² to 0.5mm², therefore the returned sample is within the specification. The other two (2) samples did not contain any particulate matter. Review of the device history record performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. Additional attempts to receive the sample are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: small back particle floating in medication. 95 ml pipracillin/tazobactam.